Event description:
It was reported that the device triggered elective replacement indicator (eri) four days after the previous device check. The device had suspected early battery depletion. It was noted that the device was not monitored on the remote monitoring system so at an in office device check approximately six months after eri was triggered the device was found to be in pacing mode vvi-65 and at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.